Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin leaked out of the cartridge tubing. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was 399 mg/dl.